Event description:
It was reported that the ilet generated alert 32, indicating a delivery motor communication error, which persisted after a guided restart; the patient was instructed to replace the ilet and use backup therapy until the replacement was obtained. Symptoms included cognitive cloudiness. Outcomes included no professional medical intervention, no ketone testing, and a highest reported blood glucose of 350 mg/dl. Investigation included review of device history, verification of alert in system logs, and customer education on restart, shutdown, data sync, and replacement process. Investigation of the returned device revealed a persistent motor-to-processor communication malfunction consistent with a delivery motor communication fault.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.